Manufacturer narrative:
Article citation: ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicentre, randomised, controlled trial¿ by rieky e g dikmans, vera l negenborn, mark-bram bouman, hay a h winters, jos w r twisk, p quinten ruhé, marc a m mureau, jan maerten smit, stefania tuinder, yassir eltahir, nicole a posch, josephina m van steveninck-barends, marleen a meesters-caberg, rené r w j van der hulst, marco j p f ritt, margriet g mullender, published in the lancet oncology online on 12/21/2016. It is not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reported events is addressed in device labeling: "gel implants may rupture, and saline or gel/saline implants may deflate at any time and require replacement or revision surgery. As ruptures are most often clinically silent, a radiological assessment may be required to aid diagnosis."

Event description:
Article, ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicenter, randomised controlled study¿ reports reports two breasts with adverse event ¿suspected perforation,¿ grade 3. This patient was implanted with two-stage implant based breast reconstruction (ibbr). Device information is unknown, but article reports ¿all patients received allergan implants.¿ as two-stage implant based breast reconstruction consists of implant of a tissue expander and a breast implant and implant dates are unknown as well as date of onset, it is unknown if this adverse event is reported against a tissue expander or a breast implant. Article reports ¿¿the other two removals were in the two-stage ibbr group and were due to suspected perforation).¿ side is unknown. Device was explanted.